Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was obtained: in this case the material was longer lasting than normally needed and the size was also larger than normal. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Pc-(B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cervical laminectomy procedure on unknown date and barbed suture was used to close the subcutaneous tissue. On unknown date post op, the patient experienced suture spitting. The patient experienced an infection on an unknown date and an additional procedure was performed on (B)(6) 2018 for cleansing. Additional information will be requested.